Event description:
Related manufacturer reference 3005188751-2014-00116, 3005188751-2014-00117. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. A livewire duo-decapolar ep catheter was placed in the coronary sinus and a safire blu ablation catheter was placed in the right atrium through a fast cath swartz guiding introducer. Two atrial tachycardias were induced as well as typical atrial flutter, so it was decided to ablate the cavotricuspid isthmus to treat the atrial flutter. Once a bidirectional block was achieved across the isthmus, an additional atrial tachycardia was mapped in the right atrium. The patient then became hypotensive and a pericardial effusion was noted on ultrasound. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.